Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Visual inspection after removal of the instrument housing revealed a broken conductor wire at the proximal end in the main tube. No thermal damage was identified during inspection. The instrument was tested and failed the electrical continuity testing. The customer reported complaint does not itself constitute an MDR reportable event; however, the findings during failure analysis can lead to instrument arcing and could cause or contribute to an adverse event if the malfunction were to recur.

Event description:
It was reported that during a da vinci-assisted low anterior resection procedure, the fenestrated bipolar forceps instrument initially worked. At an unspecified time during the procedure, energy was unable to be activated on the instrument. The user attempted to troubleshoot by replacing the energy cable; however, the issue persisted. The user continued the procedure using the backup instrument with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up and obtained the following additional information: the isi field service engineer (fse) visually inspected the instrument and noted no damage.